Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device alarm went off and then he was "zapped" a little. Carelink transmission did not show a therapy had been given. Device still in use. No patient complications have been reported as a result of this event.